Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a cracked y-site was confirmed and the root cause appeared to be supplier-related. The product returned for evaluation was two photographs depicting a non-valved infusion set y-site. What appeared to be a longitudinally aligned split was visible in both photographs. The split appeared to extend from the luer orifice nearly to the y joint. The threads appeared to be undamaged. The split occurred in a region consistent with fracture along a molding weld line produced by the molding process. The device is a supplied component and the supplier has been notified of this event. Evaluation findings are in section h.11.

Event description:
It was reported "three patients have returned to have their bottle of chemo and port de-accessed; dressings appeared slightly damp and the cracked area was then noted. Just prior to, the nurse tried to flush and there is a small hole that also leaks."

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of asexf109 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported a patient returned to have their port de-accessed. The dressing appeared slightly damp and the cracked area was noted. The nurse tried to flush and there is a small hole that also leaks. No other information was provided.